Manufacturer narrative:
(B)(4) .

Event description:
It was reported that the leads had high impedance after 4 years of service. The device was replaced due to end of life. The leads were discarded and not returned to the MFR for analysis. The new system was fully functional and worked as expected.